Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is failing leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is failing leak test. No one was injured.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) replaces the drive manifold (d104-00-0031) and this corrected the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 sn: (B)(6) drive manifold assy. This part was received with a reported unit failure message of failing leak test. Performed visual inspection of this part received and part looks to be in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. Performed all manifold tests and all tests passed within factory specifications. The fat dept. Could not verify the failure message of leak tests failing. Drive manifold passed testing. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.